Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc) and high pacing thresholds. Technical services (ts) was consulted, and it was found that the underlying patient rhythm was bradycardic. Reprogramming options were performed, and the loc still occurred. Further testing was recommended. No additional adverse patient effects were noted. This ra lead remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc) and high pacing thresholds. Technical services (ts) was consulted, and it was found that the underlying patient rhythm was bradycardic. Reprogramming options were performed, and the loc still occurred. Further testing was recommended. No additional adverse patient effects were noted. This ra lead remains in service. Additional information indicated that a chest x-ray was performed. No adverse patient effects were reported. This ra lead remains in service. Additional information was received that this ra lead was explanted and successfully replaced with another ra lead. No additional adverse patient effects were reported outside the revision procedure. This ra lead is not expected to be returned to boston scientific since it was disposed by the explanting hospital.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc) and high pacing thresholds. Technical services (ts) was consulted, and it was found that the underlying patient rhythm was bradycardic. Reprogramming options were performed, and the loc still occurred. Further testing was recommended. No additional adverse patient effects were noted. This ra lead remains in service. Additional information indicated that a chest x-ray was performed. No adverse patient effects were reported. This ra lead remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.